Event description:
A customer reported that their pump issued an alarm while it was in the pumping phase. There was no adverse impact to the customer's blood glucose level as a result of this issue. The technical support team assisted the customer in attempting to load a new cartridge with the correct technique, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, the technical support team arranged for a replacement pump to be sent. The customer was advised to use multiple daily injections as a backup insulin therapy and was instructed on how to place the pump into storage mode and return it using a pre-paid label.